Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
A reservoir volume higher than expected in the pump was observed. The pump therapy was continued and will be reassessed at the next follow-up appointment.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, another reservoir volume higher than expected in the pump was observed. A catheter access port (cap) procedure was performed and fluid was unable to be aspirated from the cap. On (B)(6) 2016, it was reported that the pump appeared to be working properly. The patient has been receiving the intended pump therapy without any issues.